Manufacturer narrative:
(B)(6). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaw of a new device "over" opens causing the clip to easily fall from the jaw. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).